Manufacturer narrative:
(B)(4). (B)(6). Visual inspections were performed on the returned device. The reported separation was confirmed. The reported resistance with the hemostatic valve during removal was not tested due to the condition of the returned device. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation was unable to determine a conclusive cause for the reported resistance with the hemostatic valve; however the reported separation appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that a 5.0x12mm trek rx balloon dilatation catheter (bdc) was unpackaged and prepped without issue. The trek rx bdc was then advanced without resistance to a lesion in the saphenous vein graft (svg) to the right coronary artery (rca) and dilatation was successfully completed. The trek rx bdc was then retracted without difficulty from the anatomy and through the guiding catheter, however, during retraction through the non-abbott hemostatic valve, resistance was felt against the valve and the entire trek rx balloon detached (separated) from the distal shaft at the proximal balloon seal. As the separated piece was located outside of the valve, it was simply withdrawn from the valve. There were no adverse patient effects and no occurrence of a clinically significant delay. No additional information was provided.